Manufacturer narrative:
Based on the results of the investigation, olympus confirmed foreign material came out of the device, which most likely resulted from smoke (steam), generated due to the heat from light guide lens combined with the foreign object attached to the scope tip. However, the type of the material or root cause could not be identified. A definitive root cause cannot be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited foreign objects within the light guide lens. There was no patient involvement.